Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite to check the issue reported by the customer. During troubleshooting, it was identified that the ups batteries were non-functional and required replacement; however, the ups continued to supply power to the system. Upon inspecting the m-cabinet, the fse found that the breaker had tripped during the monthly generator test. The engineer proceeded to reset the breaker, successfully restoring the system to full operational status. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.